Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. After standard trans-septal puncture (tsp), the patient was heparinized. A watchman access system (was) was positioned in the left atrium. Activated clotting time (act) measured 150sec and additional heparin was given. As the pigtail catheter was advancing through the was, it was noted via transesophageal echocardiogram (tee) that a thrombus had formed on the was or at the point of the tsp. The thrombus was in the left atrium near the intra-atrial septum. Additional heparin was ordered and repeat act was 250sec. Case was aborted and the was removed while simultaneously aspirating through it. Once the was across the septum, the thrombus was no longer visible in the left or right atrium. The was flushed on the back table and no thrombus was noted. No patient complications were reported. Patient is stable and was discharged without neurological deficits.